Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Referenced MFR report# 1627487-2011-00267. The pt was implanted with two percutaneous leads on (B)(6) 2010. It was reported that she was not receiving adequate therapy coverage due to her anatomy. In an effort to resolve this matter, the physician replaced one of her leads. Effective stimulation was captured as a result of the procedure. The explanted lead will not be returned to the manufacturer for analysis. It is unk which of the pt's leads was explanted; therefore, both lots are being reported.